Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/20/2017 with the following findings: review of the black box data revealed motor rewind errors (cs078-0008) recorded. On investigation, the pump was powered on and rewind, load and prime steps completed successfully. The pump was exercised for 24 hours without any alarms occurring. Investigation did not duplicate the motor rewind error alarm. The pump was opened for further investigation and revealed adhesive material inside the motor connector on the motor flex connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.